Event description:
New information indicates that programming changes were made regarding the right ventricular lead's failure to capture.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
Related manufacturer reference number: 2017865-2021-40405. It was reported that the right atrial (ra) lead exhibited high capture threshold and dislodgement, and the right ventricular (rv) lead exhibited a failure to capture. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable.